Event description:
Initially it was reported that a cusa excel 36khz tubing set was leaking in front of the cusa. Info regarding the pt and pt impact was not provided. The following additional info was received on (B)(6) 2012, making this event reportable as an MDR. The unit was being prepared in the operating room along with other instruments to start the neurosurgery. The unit began to leak while the equipment was being put in place. The unit was not in contact with the pt at the time of the problem occurred. The tubing was changed however, there was a delay of less than 20 minutes and the pt was anesthetized at the time. The pt did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.